Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the reservoir had half a cm air bubbles. The customer¿s blood glucose level at the time of incident was 334 mg/dl. The air bubbles were observed at the bottom of the reservoir. The customer reported that she keeps vial in fridge and will call back once a vial will be at room temperature. The insulin pump will not be returned for analysis.